Manufacturer narrative:
Initial 1 of 2. E1:name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient¿s two infusion sets patch was not sticking to skin upon insertion. These events occurred from (B)(6) 2026 to (B)(6) 2026.